Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined, but according to field reports, the MRI mode was not enabled prior to patient imaging. Reprogramming resolved the issue.

Event description:
Interrogation, the device was found in backup/reset mode without defibrillation support. The patient had undergone magnetic resonance imaging (MRI) without the MRI mode being enabled. Reprogramming of the device was successfully completed without consequence to the patient who was in stable condition and discharged.